Manufacturer narrative:
The device was not returned for analysis as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. The pipeline flex instructions for use (IFU) advises, ¿resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device.¿ and ¿the system is designed to allow for 2 full cycles of resheathing of the embolization device. Resheathing the embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿

Event description:
Medtronic received information that during embolization treatment for a medium cavernous, unruptured saccular aneurysm, the distal edge of the pipeline would not release from the ptfe flaps. The device was failed open at the distal end. The device was re-sheathed two times in an attempt to free it from the flaps, but it was not successful. The device was re-sheathed and removed from the patient with the microcatheter. Another size of the pipeline device was used and procedure completed. The vessel tortuosity was minimal. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.